Event description:
The customer reported high ventricular pacing thresholds: (B)(6) 2013 (implant): 1.2v/0.5ms, (B)(6) 2013 - 2v/1ms and 3.5v/0.35ms in bipolar; no unipolar capture - v pacing reprogrammed to 4v/1ms bipolar, (B)(6) 2013 - no v capture in unipolar or bipolar at 4v/1ms - chest x-rays show a and v leads displaced. On (B)(6) 2013, re-intervention performed (a and v lead repositioning); the physician decided to replace the pacemaker.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s; however, it is similar to reply dr or sr models approved under p950029. Analysis is pending.